Event description:
Following a pre-placement angiogram, the angio-seal was deployed without incident. The patient was administered plavix, reopro, and heparin. Later in recovery, the patient experienced a vagal response due to a significant decrease in blood pressure. A retroperitoneal bleed was confirmed with an ultrasound. Atropine, fluids, and a transfusion were administered and the patient was stabilized. Surgical intervention was not required. The patient was much improved and was released from the hospital.